Event description:
It was reported that this implantable lead was part of a system revision due to possible infection. Reportedly, the patient had atopic dermatitis and had been using steroids for a while, which was considered to be a sign of bacterial invasion. There were no additional adverse patient effects reported. This implantable lead was explanted.